Event description:
An implant form was received (B)(6) 2013 stating that this lead was capped due to no capture. The physician was dr. (B)(6) at (B)(6) hospital medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).